Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-02079. It was reported 2 of the patient's ((B)(6)a) leads have migrated and the patient is not receiving effective therapy. Surgical intervention may be taken at a later date. Device information has been requested, but has not been provided to the manufacturer.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-02079. Additional information received indicated surgical intervention was undertaken and 2 leads were implanted.